Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm stating that battery was removed and the pump won't run. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.